Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a large quick coupling got stuck on a cannulated hexagonal screwdriver shaft during a hip pinning procedure on an unknown date. There was a reported thirty (30) second surgical delay. The procedure was successfully completed with a good patient outcome. Concomitant reported device: large quick coupling (part 338.49, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part # 314.23; synthes lot # 4923681; supplier lot # na; release to warehouse date: 09jun2005; manufactured by synthes brandywine; an manufacturer review record (mrr) was created for brown spots in and around etch. Rework completed 19may2005. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: flow: device interaction/functional visual inspection: the cannulated 4.0 mm hexagonal screwdriver (part # 314.23, lot # 4923681, mfg 9-jun-2005) was received at us customer quality (cq) unable to disassemble from a large quick coupling (part 338.49.) The visible part of the screwdriver has no visual defects. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: a functional test could not be performed since the screwdriver is stuck to the large quick coupling and cannot be disassembled. Dimensional inspection: dimensional analysis was completed, the hex diameter measured 3.99 mm (caliper ca215p.) This is within specification of 3.98 to 4.0 mm, based on design drawing. The distal shaft close to the distal tip of the screwdriver measured 5.67 mm. This is within specification of 5.6 to 5.7 mm, based on design drawing. The mid shaft measured 6.96 mm which is within specification of 6.95 to 7.0 mm, based on design drawing. The shaft proximal to the large quick coupling measured 7.94 mm which is slightly undersized. This is not within specification of 7.95 to 8.03 mm, based on design drawing. This dimension may be slightly undersized due to repeated use over time and wear on the device. This would not have contributed to the screwdriver and the large quick coupling becoming stuck together. Document/specification review: the design drawings were reviewed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the cannulated 4.0 mm hexagonal screwdriver (part # 314.23, lot # 4923681) was stuck in a large quick coupling device. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being struck.) Since the device was in the field for approximately 13 years it is likely that this screwdriver was used multiple times before it became stuck to the large quick coupling device. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.